Manufacturer narrative:
(B)(4). D10: unknown, femoral component, unknown lot. Unknown, tibial component, unknown lot. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent an initial tka on an unknown date. Subsequently, they had a revision due to unknown reasons. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3. Upon receiving additional information and reassessing the reported event, it was determined that there was no serious injury from these implants/no revision. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further communicated that no revision surgery was performed in relation to this event or the implants; the initial report was made in error.